Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Iliacs were not tortuous and had no calcification. The stent graft was successfully implanted. It was reported that during removal of the delivery system, the delivery system got hung up several times in the proximal part of the main body. There were no issues when closing the tapered tip back into the delivery system. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) (unknown cause of event). Evaluation, conclusion: (B)(4) (unknown cause of event).